Event description:
It was reported that on 03/02/2015, the patient underwent a coronary procedure with implantation of a 3.0 x 23 mm xience xpedition stent in the mid left anterior descending artery. During post dilatation using a 3.5 x 15 mm nc trek dilatation catheter, the patient experienced severe chest pain. Angiography noted a small perforation in the mid portion of the stent. Angiomax was stopped and the nc trek was inflated to 6 atmospheres. The perforation was sealed. The patient remained stable during the entire procedure. Echocardiogram noted a very small pericardial effusion vs a fat pad. Final angiography noted that the perforation was completely sealed. Post procedure, the patient experienced cardiac enzyme elevation and no treatment was provided. Although requested, no additional information was provided.

Event description:
Subsequent to the initial report, additional information was received indicating that the enzyme elevation was treated with medication and resolved two days after onset.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2015 (12:15): troponin I=[not available - negative value], upper reference limit 0.01 ng/ml; (B)(6) 2015 (20:52): troponin I=0.06 ng/ml, upper reference limit 0.01; (B)(6) 2015: echocardiogram; (B)(6) 2015: ck=119 u/l, normal upper limit 174 ; (B)(6) 2015: ck-mb=7.7 ng/ml, normal upper limit 3.5; (B)(6) 2015: troponin I=0.04 ng/ml, upper reference limit 0.01. Concomitant products/medication: balloon dilatation catheter: 3.5x15mm nc trek, aspirin, clopidogrel. The stent remains in the patient and a device malfunction was not reported. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and perforation, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.